Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the filed action. Concomitant product: d224drg ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient experienced non-sustained ventricular tachycardia and supraventricular tachycardia episodes. It was also reported that the right ventricular (rv) lead exhibited noise, oversensing, sensing integrity counter (sic) and a fracture. It was noted that the lead integrity alert (lia) was tripped. The lead was removed and replaced seventeen days later. No further patient complications have been reported as a result of this event.